Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the reported information, omsc surmised that the reported phenomenon (scope communication error b30) was attributed to the use of the subject device with foreign objects such as dust or dirt temporarily adhering to the electrical contacts of the video connector. It was also surmised that due to the use of the foreign objects adhering to it, the communication between the video processor and the videoscope could not be performed properly, and the scope communication error b30 occurred as reported. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during a gastroscopy using the subject device at the user facility, it was found that the endoscopic image of the subject device was not displayed and the noise (like snow) appeared on the black image, and the scope communication error b30 occurred, occasionally. The used endoscope was reconnected, but the reported issue could not be resolved, even with and without the scope communication error. The procedure was completed in another procedure room. The engineer of the facility checked the subject device and found that there was no cable failure, the issue was caused the poor connection. There was no report of patient injury associated with this event.